Event description:
It was reported that the patient passed away while home on hospice. The patient suffered from infection and mesenteric ischemia. The pump functioned as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient suffered from proteus driveline infection, enterococcus bacteremia, and mesenteric ischemia. Leading up to death the patient had a gastrointestinal bleed, pneumonia, and kidney failure complicated by sepsis. The pump functioned as intended. The death was not thought to be device related and the pump would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection, patient condition, sepsis, renal dysfunction, and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, lists infection, sepsis, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. Heartmate 3 lvas patient handbook, rev. D provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.